Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd; unknown competitor adaptor, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high threshold measurements of the right ventricular (rv) lead and left ventricular (lv) lead. It was noted that the rv lead had high impedance measurements that are now within normal limits. It was also noted that there were sensing episodes and stored effective cardiac re synchronization therapy episodes that are suspicious for intermittent lv lead loss of capture. Reprogramming was done, and the device and leads remain in use. No patient complications have been reported as a result of this event.